Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 545519. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079619.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient was experiencing high impedance. The patient underwent spinal cord stimulator (scs) revision procedure. The explanted products will not be returned due to hospital policy.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient was experiencing high impedance. The patient underwent spinal cord stimulator (scs) revision procedure. The explanted products will not be returned due to hospital policy. Additional information was received that the patient underwent a spinal cord stimulator (scs) explant procedure.